Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen shattered. The customer's blood glucose level was impacted (250 mg/dl) and was addressed by delivering a bolus, via the pump. Reportedly, the pump was still functional and customer would continue to use the pump for insulin therapy.